Event description:
Oversensing with inappropriate therapies was reported. A lead fracture was suspected and the lead was replaced. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted, which can be considered to be the root cause of the clinical observation. The lead proved to be without fault throughout its inspection. Additional data was requested for further root cause analysis. The iegms, in particular episode no. 211 from october 31, 2023 showed artifacts on the rv channel with very low amplitude resulting in oversensing and shock delivery. The morphology of the signals might indicate oversensing of myopotentials. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Oversensing of myopotentials should be taken into consideration.